Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for something he stated was totally unrelated to diabetes. He reported that he had been running a low blood glucose but did not provide a reading. He also reported that he had issues with lost sensor alerts. He reported that upon removal he noticed one of the sensors was bent. Nothing further was reported.